Manufacturer narrative:
It was reported that the pointer probe failed the accuracy test during a preventative maintenance. The subject pointer probe was returned to the manufacturing site for investigation. However the return process was not followed. As the part inspection as part of the pms return process was not recorded and the recalibration of the part at the manufacturing site was not verified, it is not possible to know the root cause of the decalibration of the part. Nevertheless it is important to note that this pointer probe was used at the customer site for more than 10 years. The last re-calibration of this pointer probe was in september 2017.

Event description:
It was reported that the pointer probe failed the accuracy test performed as part of a preventative maintenance.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the pointer probe failed the accuracy test performed as part of a preventative maintenance.